Event description:
It was reported that during a procedure using the spider fx embolic protection filter intended to be advanced and positioned in the internal carotid artery, resistance was encountered in the catheter that prevented advancement of the filter and also prevented retraction of the filter into the catheter for introduction into the sheath. It was further reported that during manipulation to retract the filter, the catheter ruptured and the catheter tip was damaged. The device was replaced with another spider fx filter and the procedure continued without incident. No patient symptoms, complications, injury, hospitalization, or medical or surgical intervention were reported, and the patient outcome was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.